Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found, noted grommet damage.

Event description:
It was reported that during an implant-procedure, when the ICD was just implanted, some oversensing occurred. Before the leads were connected to the device they were cleaned. When the oversensing occurred, the leads were removed and they were covered with fluid (blood). The device was not used. No patient complications have been reported as a result of this event.